Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited oversensing, the lead was fractured. The lead was capped and replaced. The patient was fine post procedure.